Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (erbe generator error c-34) was confirmed and replicated. During (iesu cautery activation), the ( error c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical radical with lymphadenectomy prostatectomy procedure, the customer informed the technical support engineer (tse) that mid-procedure the error c-34 on the vio integrated electrosurgical unit (erbe). The customer stated till coag level 2 its works, on level 3 and above it will give error c-34. The tse checked the error logs and can verify the fault. The tse asked the customer if the erbe was already restarted, the customer confirmed yes, several times. The customer stated changing the cable did not work. The customer used the other monopolar cable, and second monopolar outlet also did not help. The customer had no valleylab iesu. The customer had no second davinci available, since it will be used in another department. The customer would complete surgery with using e-100 generator and a synchroseal instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was not injured when swapping out the iesu generator for the e-100 to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.